Event description:
The ipp device was implanted, date of surgery was not provided. On 7/15/97 the connector was removed from the pt and replaced due to fluid loss at connector - malfunctioning prothesis - fixed leak - cylinder would not hold fluid - fluid loss at connector junction of cylinder.